Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead had exhibited chronic low impedance and low sensing. The lead was capped without replacement during a device changeout procedure.